Event description:
Catheter was in left atrium when impedance increased and no temperature was noted. Unable to ablate. A new catheter was used and continued the study with no further problems. This was a catheter malfunction. A new catheter was used and it worked fine. The procedure completed without further problems and no injury to the patient.